Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2019. The cause of death was unknown. The account communicated that the pump was not alarming when the patient was found by the wife. It was reported that the device operated as intended and were unaware of any device issues or malfunctions. No autopsy was performed and the pump would not be returned for an evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired and the cause of death is unknown. Additional information was requested but was not provided.